Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the gpos printed circuited board and the connectors. The system was tested and found to be working as intended and put back in service.